Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was experienced hyperglycemia. Customer¿s blood glucose level was over 600 mg/dl at the time of incident. The customer provides symptoms related to the hyperglycemia episodes such as positive results in ketones test, nausea and abdominal pain. Customer was treated with insulin shots and boluses. Customer stated that the cannula was bent like a candy cane. Customer did not allege insulin pump was under delivering. Troubleshooting was declined for hyperglycemia. The insulin pump will not be returned for analysis.